Event description:
It was reported that the main board of the temperature pump was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion - customer to get replacement.

Event description:
It was reported that the main board of the temperature pump was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was found that the temperature pump was not functioning correctly due to a damaged main pc board. This can cause the device to alarm and/or no longer able to provide temperature therapy. A temperature pump that is alarming or no longer providing temperature therapy should be removed from service and an alternative device should be used for temperature therapy. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.